Manufacturer narrative:
Paswan et al., 2024, comparison of self-fixating mesh with lichtenstein tension-free mesh hernioplasty in open inguinal hernia repair at patna medical college & hospital; ranjan kumar; 2024; international journal of pharmaceutical and clinical research 2024; 16(6); 1359-1362, e-issn: 0975-1556, p-issn:2820-2643. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a prospective study compared the clinical outcomes of the company's self fixating mesh with lichtenstein tension-free mesh hernioplasty in patients who underwent open inguinal hernia repair. A total of 200 patients were enrolled in the study, with 100 patients in each group. In the self-fixating mesh group. The company's mesh used and placed over the hernia defect and secured without sutures. Complications that were reported was hematoma, seroma, hernia recurrence and post-operative pain.